Manufacturer narrative:
(B)(4).   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following stent placement, a 3.00mm x 12mm nc emerge® balloon catheter was advanced for post dilation. The balloon was initially inflated at 10 atmospheres for 5 seconds. The pressure did not increase when more than 10 atmospheres was applied. When the device was checked, it was noticed that the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 3.25mm x12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.